Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported during implant procedure that the left ventricular lead exhibited high pacing impedance. The lead was successfully exchanged. There were no patient consequences.